Event description:
It was reported that during a shoulder procedure using an arthroscopic magnum wire suture cutter, it was noticed that the cutter was dull and unable to cut sutures effectively. The surgeon opted to complete the procedure using a competitive device there were no significant delays or patient complications reported as a result of this event.